Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak from the pump segment during an infusion. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: o negative blood bag and 250ml baxter bag ndc 0338-0049-02 lot number y263608 exp sep 19 0.9% sodium chloride. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak from the pump segment during an infusion. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the set leaked from the pump segment was confirmed. Visual inspection showed that the silicone segment had a tear near the upper fitment measuring 0.0486 inches long. Visual examination under magnification showed no crush marks to the upper fitment. Functional and pressure testing was performed; a leak was observed from the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone segment. The root cause of the tear is unknown.

Event description:
The customer reported a leak from the pump segment during an infusion. There was no patient harm.